Manufacturer narrative:
This is one event reported on the same patient involving two separate products and associated with mdrs #1225714-2013-01751, 1225714-2013-01752.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2007 after the use of the product.

Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2013-01751 and 1225714-2013-01752.

Event description:
The add'l info received noted that the pt's experience was sudden in nature, which is alleged to have been caused by the pt's exposure to the product administered during dialysis treatment.